Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 604.8 mg/dl and moderate ketones; cause was unknown. Prior to going to the emergency room, the customer administered manual insulin injections in attempt to resolve the reported issue. Customer was treated with intravenous fluids of saline and insulin while in the ER to address the elevated bg. Reportedly, the customer was released on 8/14/2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.